Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- ¿the arthritis in the lower ankle joint can be confirmed and thus the underlying cause of the revision. The tibia looks quite well with no clear signs of loosening or migration. There are large cysts around the talar component. There might be some conflict with the tibia. No clear signs of migration though, some loosening is likely. The underlying cause of the failure is patient related by poor bone quality, but some suboptimal positioning of the implants (talus) may have contributed as well. This would be procedure related. Based on investigation, the root cause was attributed to patient related issue. The event was caused due to poor bone quality and some suboptimal positioning of the implants (talus) may have contributed as well which is a procedure related issue resulted in implant failure.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient is having medial ankle pain and hindfoot pain. There is clear osteoarthritis of the subtalar joint which will likely require fusion. The physician intents not to revise the tibia, but to consider revising the talus since it looks oversized and positioned very high on the dome.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient is having medial ankle pain and hindfoot pain. There is clear osteoarthritis of the subtalar joint which will likely require fusion. The physician intents not to revise the tibia, but to consider revising the talus since it looks oversized and positioned very high on the dome.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- ¿the arthritis in the lower ankle joint can be confirmed and thus the underlying cause of the revision. The tibia looks quite well with no clear signs of loosening or migration. There are large cysts around the talar component. There might be some conflict with the tibia. No clear signs of migration though, some loosening is likely. The underlying cause of the failure is patient related by poor bone quality, but some suboptimal positioning of the implants (talus) may have contributed as well. This would be procedure related. Based on investigation, the root cause was attributed to patient related issue. The event was caused due to poor bone quality and some suboptimal positioning of the implants (talus) may have contributed as well which is a procedure related issue resulted in implant failure.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient is having medial ankle pain and hindfoot pain. There is clear osteoarthritis of the subtalar joint which will likely require fusion. The physician intents not to revise the tibia, but to consider revising the talus since it looks oversized and positioned very high on the dome.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.